Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the setup for a case, the main cart of the system displayed "no video detected." No patient was present at the time. Technical services instructed the use of the soft keys on the main cart to change the video input to hdmi, which resolved the issue. The resolution was confirmed during the call, and no further action was required.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735795, h3, h6: multiple fdd/annex a codes were reported. A0902 was coded formain cart of the system displayed "no video detected". A1102 was coded for displayed "no video detected". No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.